Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted, with dried blood in the helix housing. Deformed conductor coils were observed at 220, 270, and 290 mm from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet was inserted into the lead lumen but a blockage was encountered where the conductor coils were deformed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities outside of induced damaged that occurred during the procedure. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high, out-of-range pacing impedance measurements that were observed during the implant procedure.

Event description:
It was reported that this lead was positioned, and initial lead measurements were within normal limits. However, once the lead was fixed into place, the pacing impedance measurement was high, out-of-range at greater than 3000 ohms. After testing the lead several times, it was removed from the patient and a new lead was used to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this lead was positioned, and initial lead measurements were within normal limits. However, once the lead was fixed into place, the pacing impedance measurement was high, out-of-range at greater than 3000 ohms. After testing the lead several times, it was removed from the patient and a new lead was used to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.